Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patients medical history includes (B)(6) (device will not be returned). Physician intended to use a resolute integrity rx drug eluting stent to treat a severely calcified and moderately tortuous lesion in the proximal lcx with 90% stenosis. The device was inspected with no issues noted. Negative prep was performed with no issues. There was no damage noted to packaging. There were no issues when removing the device from the hoop/tray. The lesion was pre-dilated and the device did not pass through a previously deployed stent. The physician observed that the device had difficulty in crossing the lesion and stent strut damage occurred. Resistance was observed and excessive force was used. The physician believes that the event was due to use of the device in a difficult lesion morphology/ anatomy. The procedure was completed with another resolute integrity rx drug eluting stent and there was no injury to the patient